Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, upon device interrogation several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. A defibrillation threshold testing was recommended however physician opted not to perform this. Patient was stable prior, during and post programming changes.